Event description:
It was reported that the customer was unable to turn on pump after resetting the pump. During troubleshooting it was discovered that the pump was in storage mode and cts informed customer and helped customer turn pump on. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address bg level.